Manufacturer narrative:
This report is being supplemented to provide additional information based on device return evaluation and the legal manufacturer's final investigation. The subject device was evaluated. Device evaluation has confirmed the customer reported issue. Device evaluation noted a faulty cable caused no image. The device history records (DHR¿s) for this product have been reviewed. All records indicate that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Per instruction for use (IFU), it states, "if the endoscopic image disappears unexpectedly or the frozen image cannot be restored during an examination, immediately stop using the camera head and withdraw the endoscope from the patient according to section 5.3, ¿withdrawal when any irregularity is observed¿. Continued use of the endoscope under this condition could result in patient injury, bleeding, and/or perforation. Based on investigation results, the complaint was confirmed. The identified failure is traced to component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor complaints about this device.

Event description:
The customer reported a defective loaner, event noted that there was no image displaying on the screen. There was no patient impact, no harm reported due to the event.

Manufacturer narrative:
E2/e3 no information provided. Follow ups were made regarding the event reported and were unsuccessful as no response received from the customer. The device was returned and the investigation is ongoing. This report will be supplemented following investigation completion or if additional information is provided by the user facility.